Event description:
It was reported that the ilet user experienced a hyperglycemia episode followed by a hypoglycemic episode after breakfast when a meal announcement was missed and they exercised shortly thereafter. Subsequent review showed blood glucose rose to approximately 400 mg/dl and the system delivered insulin to correct, and the event was managed with oral glucose (orange slices), consistent with a usage issue related to meal announcements within the user interface. Symptoms included hyperglycemia, hypoglycemia. Lethargy, and shaking or tremors. Outcomes included the need for unexpected medication intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified as a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.